Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker triggered a lead safety switch due to atrial pacing impedances high, out of range at time of magnetic resonance imaging. The lead impedances did not meet the imaging conditions but there was no abnormal patient adverse effect. The signal artifact monitor was working and the vector was changed. No pacing inhibition was experienced as the patient had the right ventricular lead working without problem. According to the field representative, this event occurs in the atrial lead as it is presumed to have a conductor fracture. Since the unipolar data is in the normal range, it is considered that the lead wire of the tip electrode is functioning. The atrial lead polarity is currently changed to unipolar and follow-up is performed. No adverse patient effects were reported.